Manufacturer narrative:
The initial medwatch report indicates a third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the therapy connector. The device could not be repaired. The device was returned to the customer unrepaired. The initial medwatch report should indicate a third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the paddles connector. The device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted the (B)(6) to report that their device was unable to charge and kept displaying 'connect cables' message during patient use. There were no reports of adverse effects to the patient as a result of the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. No response has been received from the customer. Physio-control will not request any patient identifying information to be in accordance with regulation (EU) 2016/679 of the european parliament and of the council. A third-party service agent evaluated the customer's device and was able to duplicate the reported issue. The cause was isolated to a missing pin in the therapy connector. The device could not be repaired. The device was returned to the customer unrepaired.

Event description:
A customer contacted the (B)(6) to report that their device was unable to charge and kept displaying 'connect cables' message during patient use. There were no reports of adverse effects to the patient as a result of the reported event.